Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image noise. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stickiness was present on the control unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the erratic image was due to damage to the ccd unit and stickiness present on the control unit was due to corrosion, an expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.